Event description:
It was reported that the patient underwent cystoscopy with excision of extruded posterior vaginal wall mesh graft on (B)(6) 2012. The cystoscopy was done first with no documented evidence of intravesical erosion of the mesh. The entire anterior vaginal wall was completely normal according to documentation without evidence of extruded mesh. Posteriorly along the prior posterior rectocele repair, there was an obvious extruded mesh. That was only documented extrusion of mesh area found. The mesh was grasped with an allis clamp. The vaginal tissue was dissected off of the mesh laterally, superiorly and inferiorly creating a flap of normal tissue that would reach over the defect without tension. The mesh was dissected and irrigated with "ancef." The area was closed after it was sutured (not locked). A foley catheter was placed to drain the bladder.

Manufacturer narrative:
Upon review of medical records, the patient had pelvicol mesh implanted. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).